Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation, the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that during procedure, while trying to take out a lag screw, the device broke. No back up device available. No injuries or delays reported.